Event description:
Information from ae regulatory system: the patient was treated with insulin injections for diabetes mellitus, using insulin subcutaneously around the umbilicus in the abdomen according to the instructions, the injection pen injection stayed for 3-5 minutes after pulling out the needle, and the needle was still visible with 5-6 drops of insulin dripping out of the needle, which was slow to come out of the needle, and it felt wasteful. Instrument malfunction: the liquid comes out slowly. Ae report no.(B)(4). Call center did not contact the customer and did not verify the information reported in the ae regulatory system. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.